Event description:
It was reported that during device change out for eri, a fluoroscopy revealed externalized conductors on the rv lead. No electrical anomalies were noted. Lead was capped and replaced. Patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.